Event description:
Independent repair center customer alleged noisy unit and the key failure is the compressor won't start/run. Additional malfunctions include the power switch for the control panel had a short circuit.